Event description:
Consumer complained that on two pregnancy tests taken on different dates stated to be positive. Consumer had blood work at dr's office to confirm pregnancy. Three false positive results were given by these products.